Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection of the returned product found the lens torn into two pieces, torn through the haptics and optic . A piece of one haptic was torn off and missing. There was evidence of clear residue on the lens. (B)(4).

Manufacturer narrative:
The product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaints were reported for units within the same lot. The anterior endothelium chamber depth (acd) is below 3.0mm and per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 12.6mm vticmo12.6 implantable collamer lens, -8.50/2.5/90 diopter, in the patient's right eye (od). The lens broke during injection and was exchanged for the same model and diopter lens and the problem was resolved.